Manufacturer narrative:
(B)(4). Initial reporting period: (B)(4) 2013 - (B)(4) 2013.

Event description:
Per additional information received, the patient has experienced pain, erosion, extrusion, infection, urinary problems, bowel problems, fistulae, recurrence, neuromuscular problems, and vaginal scarring.

Manufacturer narrative:
(B)(4). The total number of events for product classification code ftm is 18. Qty 2- pelvisoft acellular collagen biomesh. Qty 7- pelvisoft acellular collagen biomesh, 4cm x 7cm. Qty 6- pelvisoft acellular collagen biomesh, 6cm x 8cm. Qty 3- pelvisoft acellular collagen biomesh, 8cm x 12cm. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses the following precautions: pelvisoft biomesh is for single-patient use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage, then the enclosed pelvisoft biomesh should not be used. Pelvisoft biomesh should be hydrated or moist when the package is opened. Dehydrated or dry tissue should not be implanted. (B)(4).

Manufacturer narrative:
(B)(4). Initial reporting period: november 1, 2013 ¿ december 31, 2013. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). Initial reporting period: november 1, 2013 ¿ december 31, 2013. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.